Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after 9 years of implant, the patient developed urethral erosion with stone formation. The patient was continent but would need mesh removal in a tertiary centre.